Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm x 12mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was found leaking after the stent did not expand during balloon dilation for stenting. The device was removed, and another unknown stent was used for treatment. There was no reported patient injury. The device maintained negative pressure during preparation. The device was not subjected to acute bending. The device crossed the lesion. No kinking occurred. An anomaly was noted after the device reached the lesion. The device was removed easily and intact. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. No anomalies were noted during positive pressure inflation. No device-related issue prevented inflation. Inflation reached 6 atmospheres before the anomaly with a pressure drop observed. Pressure was maintained for 6 seconds. No leakage was observed from the balloon, shaft, hub, or unknown segment during inflation. No resistance was encountered during withdrawal. The device was returned for evaluation.